Event description:
Per the clinic, the patient developed re-occurring infection at the implant site and experienced skin overgrowth on the abutment. The patient was prescribed two courses of oral antibiotics (dates and durations not reported). Subsequently, the patient underwent a surgical procedure on (B)(6) 2014 for excision of scar tissue from the implant site. During the same procedure, the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.